Event description:
It was reported by a patient that through a conversation with a provider that "the new MRI friendly pacemakers and leads have experienced operational troubles". The patient does not have this type of device or leads implanted. No additional information has been received regarding this allegation. No patient complications have been reported related to this device or leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up is in progress. The decision to report was determined based on information that was available at the time of the decision. (B)(4). The device is not returned to the manufacturer and will not be evaluated.